Manufacturer narrative:
This report is submitted on march 27, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced discomfort at the implant site and subsequently was administered antibiotics (date and type not reported).